Event description:
It was reported that during an unknown procedure, leakage. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.